Manufacturer narrative:
Additional information was received stating that the system did not lose the ability to ventilate. Despite this electronic micro-switch issue, the system would still be able to ventilate in the correct modes but the bellows would move a little and there would be an alarm stating¿ cannot drive bellows. Both ventilation modes were working. Because ability to ventilate was not lost, this event is not reportable

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent switch was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.